Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) using a starclose se device after a diagnostic procedure. Reportedly, the device was deployed but steps were unsure by the physician according to the site contact. The physician was unsuccessful in deploying the clip and as a result, the clip was visible on the skin surface after firing and removal of the device. Manual compression was used to achieve hemostasis. The clip was removed from the skin surface with forceps. There were no adverse patient effects. Follow-up information received at the account indicates that it is likely that the physician pulled the device from the artery early during deployment and fired the clip at skin level. Reportedly the physician is not trained in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported event. A clip visible on the skin (mislodged/mislocated clip) can be influenced by numerous factors including, but is not limited to: manufacturing, user technique and/or patient anatomical conditions. During manufacturing each device is inspected to help ensure product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May also contribute to the reported experience. An angiogram did not reveal any calcification and no other information about patient anatomical condition was provided. Inadequate nick and spread incision, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, and retraction of the device during clip deployment can contribute to the reported event. The physician was reportedly not trained in the use of the starclose se device. The instructions for use (IFU), states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Prior to use, the operators must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. A conclusive cause for the reported event could not be determined. However, it is possible that the use of the device by a physician not trained in the use of the device contributed to the reported event. Review of the device history record and a query of the complaint handling database were not performed because the device lot number was not reported and the device was not returned for analysis. Based on the review of the event information, a product quality deficiency was not noted.